Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was detached near the lap joint section, the imaging window and drive cable were twisted, and the sheath was kinked. Impedance test shows an electrical short at proximal end of the catheter. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 02 may 2024. It was reported that visualization issues occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but lost image has occurred. The procedure was completed with another of the same device. There were no patient injuries reported. However, device analysis revealed the imaging window was detached near the lap joint section.